Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of either reported batch.

Event description:
It was reported that bd discardit¿ ii syringes had a leakage issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringes had a leakage issue.